Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected pt/inr results on a (B)(6) year old male patient. There was no additional patient information available at the time of this report. Date: (B)(6) 2013, method: I-stat, time: 0939, result: 4.4, sample: wb; (B)(6) 2013, stago, 0958, 3.1, plasma. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.